Event description:
The customer contacted stryker to report that their device keypad was not functioning properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the device and and the reported issue was able to be verified and duplicated. It was determined that the cause for the reported issue was a damaged keypad controls. The main keypad was replaced to resolve the issues. After unrelated repairs were completed, the device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device keypad was not functioning properly. In this state the device may not be able to deliver defibrillation therapy if needed.there was no patient involvement reported with the event.